Manufacturer narrative:
Note : product reference (B)(4) is not cleared for sales in the USA, but similar product reference (B)(4) is cleared under #510k: 130576. Batch history review: we have checked the manufacturing file of batch m0031170 of celsite access ports which complies with our specifications and does not present any discrepancy. No other incident has been reported to us on this batch of 297 access ports released in february 2013. Investigation results: we received for investigation one celsite st3051f access port from batch m0031170 with its connection ring. No defect is visible on the returned device. After having removed the connection ring, we can see a 0.8 cm long piece of catheter still on the exit cannula. The rupture facies is rough. The catheter rupture occurred under the connection ring. Another small crack is visible on the piece of catheter. This seems to have been done by a tool. Dimensional measures: we have measured the returned device in order to check its conformity to our specifications. No manufacturing abnormality was noted. Conclusion: no manufacturing defect has been detected on the returned device. The catheter rupture occurred under the connection ring 6 years after implantation. According to the above mentioned information and in view of the location of the catheter rupture, we can hypothesis that the catheter rupture is due to the extension of a small catheter damaged done during the implantation procedure, probably while mounting the catheter on the exit cannula. This small defect has spread over time, during the 6 years of implantation, due to the natural movements of the patient. Indeed, it is worth noting that after the implantation, this part of the catheter is protected by the connection ring. This part of catheter can no longer be damaged after implantation. This is a rare incident (0,002%), no corrective action is envisaged.

Event description:
"The catheter has come loose. The safety ring is still on the port, but has partly come loose. During a x-ray examination of lungs/pulmonales the physician discovered the loose catheter. Patient: woman. The catheter is not available, only the port."